Event description:
It was reported that towards the end of a da vinci si single site cholecystectomy procedure, while the surgeon was taking down the patient's gall bladder, the crna noticed that the patient had no pulse. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. Reportedly, the patient was hospitalized for 7 days and then released.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the surgeon who performed the surgical procedure to obtain additional information regarding the reported event. The surgeon indicated that during the surgical procedure, it was noted that the patient had a peripheral pulse and that he converted the procedure to open surgical techniques to determine the source of the issue. The surgeon indicated that during the open procedure he discovered that the patient's aorta was damaged. A vascular surgeon was consulted to evaluate and repair the patient's vessel. The surgeon indicated that he was able to complete the surgical procedure using open surgical techniques and the patient made a full recovery. The surgeon indicated that as of (B)(6) 2013, the patient has not reported experiencing any post-surgical complications as a result of the injury to her aorta. The surgeon indicated that it was his belief that the damage to the patient's vessel occurred during creation of the patient's port-site while using the 8mm obturator. The surgeon stated that he felt that the obturator's sharp edge and port site creation without direct camera visualization also contributed to the patient's injury. On (B)(6) 2013, isi contacted the isi clinical sales representative (csr) who reported this incident. According to the csr, he was present during the surgical procedure. The csr indicated that the surgeon used an 8mm blunt obturator (reusable) to create the patient's port-site. Prior to the surgeon's use, the obturator was lubricated with water. According to the csr, the surgeon indicated to him what he believed that the obturator introduced the injury to the patient's vessel; however, during the csr's discussion of the reported event with the vascular surgeon who repaired the patient's aorta and other clinical staff that were present during the surgical procedure, it was conveyed to him that it was their belief that the damage to the patient's aorta likely occurred during the surgeon's use of a kelly clamp to place the single site port. The single-site instruments and accessories manual for the da vinci si surgical system specifically states: caution: to minimize the risks associated with port placement, ensure the following: appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, use endoscopic visualization during the entire cannula insertion process. Moderate, controlled pressure is employed when placing the cannula and obturator. Complications potential complications associated with the use of the cannulae and obturators are the same as those associated with the use of surgical trocars and laparoscopic surgery in general. These potential complications include, but are not limited to, superficial lesions, injury to internal vessels, bleeding, hematoma, injury to the abdominal wall, infection, and peritonitis. This complaint is being reported due to the following conclusion: the patient's aorta was injured during a da vinci si single site cholecystectomy procedure. Based in the information provided, isi is unable to determine the root cause of the injury sustained by the patient. If additional information is received a follow-up medwatch report will be submitted to the FDA.